Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. It was observed that the wire harness connector, w11, was being disconnected. After reconnecting, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not charge during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not charge during testing. There was no patient use associated with the reported event.